Event description:
It was reported that there was change in therapy effect. It was noted that the patient had an infection. It was noted that the patient had other medical issues unrelated to the manufacturer device therapy and had 11 surgeries in the lumbar area where the catheter had been implanted. It was noted that these surgeries occurred prior to the patient¿s first pump system, so the hcp believed that the lumbar tissue had been compromised. It was noted that the patient had skin breakdown and infection (gram positive ¿coxite¿ in patient¿s lumbar wound in that area (B)(6) 2003. The entire system was removed. It was reported that on (B)(6) 2013, the pump system was implanted as they confirmed no infection was present. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that on (B)(6) 2003 their was a routine pump replacement (normal longevity) and catheter revision that had been completed.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).